Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the air/water nozzle was clogged with an unidentified foreign material. The issue was suspected to be due to insufficient cleaning of the device. In addition, service confirmed that the insertion tube was slightly wrinkled. Service also found reduced angulation and play in the angulation control knob, due to stretched angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air/water nozzle of the subject device was clogged, and the insertion section was dented. The reported issues were identified during reprocessing of the device. There was no patient or user injury reported due to the event. This report is being submitted for the nozzle being clogged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material clogged in the nozzle was likely from incorrect reprocessing after the previous procedure. The specific root cause could not be determined at this time. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories. Clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.